Manufacturer narrative:
Date of the event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient had difficulty sleeping due to not having the device. The patient reported they had gotten a new patient programmer. They were calling patient services to order an antenna for the new patient programmer. They reported they missed work for 2 days waiting for the antenna to be delivered and it finally came on saturday. The patient reported they used the patient programmer all the time and having to wait for a new one, it was not good because there was no way to adjust stimulation so they were not well because of this and they started to feel pressure. The patient stated when they used the patient programmer they noticed they only had access to one program, patient had adjusted stimulation as much as they could on the available program. It was reviewed the patient would have to go to their healthcare provider to have new programs added. The patient stated their healthcare pro vider's office told them to contact manufacturer. It was reviewed programs could not be added over the phone. They were redirected back to healthcare provider and a note was sent to the manufacturer representative. The patient reported this was a sudden change in therapy/symptoms. No further complications were reported or anticipated.